Event description:
The facility reports the nurse attempted to lift the pt out of the wheelchair into the bed. The sling moved for pivoted and detached from the hanger bar. The pt almost fell but was caught by the nurses. No injuries reported.